Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Medwatch report #mw5079479 (B)(4).

Event description:
Sus voluntary event report #mw5079479 received that states: "during cardiac catheterization procedure, one of the perclose proglide footplates was noted to be fractured and missing. Dates of use: (B)(6) 2018. Diagnosis or reason for use: aortic valve stenosis." No additional information was provided.